Event description:
Patient's ncp system was explanted due to lack of efficacy and infection. The device was programmed to off in 2002, due to lack of efficacy. The infection was first noted 8 mo later at the bipolar lead/cervical area, and was treated with antibiotics and explant of ncp system. The infection is resolved and re-implant is not scheduled at this time.